Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. System check was performed with tandem technical support and the cause could not be determined. Customer changed out pump supplies to address the alarm. Customer's blood glucose was 191 mg/dl.